Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pre-discharge implant check up, the atrial lead was found to be dislodged. The lead was turned off and programmed to vvi pacing mode to wait for the incision to heal. On (B)(6) 2018, the lead was explanted and replaced successfully. There were no reported complications to the patient.